Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused saline solution during preventative maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "device failed psi testing during preventative maintenance" was not reproduced. The device was tested for downstream occlusion detection and failed for undetected downstream occlusion test. A review of the event history log revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as false/ constant downstream occlusion. The cause of the condition was the force sensor which was found out of calibration and higher than intended range. The force sensor and downstream tubing guide required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.